Event description:
It was reported that this right ventricular (rv) lead shocking lead was exhibiting an increase in shock impedances over the past year, recent impedance testing showed out of range measurements. An alert was exhibited. Technical services (ts) was consulted and recommended shocking lead testing. This rv lead remains in service. No adverse patient effects were reported.